Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 health effect - impact code was revised to include device explant which was not included on the initial manufacturer device report number 1220648-2025-26160.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient (unknown race) in cardiogenic shock from an acute myocardial infarction underwent percutaneous coronary intervention was then implanted with an impella cp device for mechanical circulatory support and the following day was escalated to an impella 5.5. The removal of the impella cp and implantation of the impella 5.5 was successfully completed. Five days after start of support on the impella 5.5 device the impella insertion site was swollen, and the jackson-pratt drain was filling with blood. The team highly suspected the patient was bleeding around the impella insertion site. The patient was reopened for exploratory surgery to find the location of the bleed. It was indicated the device was explanted this day as well. Findings and subsequent treatment after the exploratory surgery are unknown. However, it was noted, the patient survived the explant of the device and was reported to be in stable condition following the event.